Event description:
It was reported that during the robotic-assisted hysterectomy laparoscopic procedure, during hugo scope introduction into the patient, the sterile interface module (sim) was involved in a movement-related event where the scope was forced to rotate without a "blue release" button on the instrument drive unit (idu) being pushed. The broken instrument method was used to remove the scope from the trocar, and the arm cart was restarted, after which the procedure was able to continue. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic-assisted hysterectomy laparoscopic procedure, during hugo scope introduction into the patient, the sterile interface module (sim) was involved in a movement-related event where the scope was forced to rotate without a "blue release" button on the instrument drive unit (idu) being pushed. The broken instrument method was used to remove the scope from the trocar, and the arm cart was restarted, after which the procedure was able to continue. There was no injury to the patient.

Manufacturer narrative:
Additional review of the initial reported information has been performed and it was concluded that the event did not lead or could not have led to death or serious deterioration in state of health for the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.